Manufacturer narrative:
The analyzer's serial number is (B)(6). The field service representative replaced the measuring cell, the 6-month maintenance kit, and the 12-month maintenance kit. He cleaned the pipette rollers, replaced and adjusted the monometer hose, replaced the syringe seals, performed adjustments, and cleaned the analyzer. He performed checks and tests with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of false positive results for 1 patient on a cobas e 411 analyzer (rack system). The initial result was 2.20 coi (reactive). The repeated results were 3.76 coi (reactive) and 25.77 coi (reactive). The (abbott) rapid test result was non-reactive. The expected result was non-reactive. The sample was not confirmed with pcr (polymerase chain reaction) testing or western blot.

Manufacturer narrative:
Results for six additional patient samples, obtained on (B)(6) 2025, were provided. Patient 2: the initial result was 6.28 coi (reactive). The repeated results were 6.38 coi and 118.1 coi (all reactive). The rapid test result was non-reactive. The confirmatory test result was 0.191 coi. On (B)(6) 2025, the field service representative retested the sample, and the results were 198.2 coi and 200.6 coi (both reactive). On (B)(6) 2025, an aliquot of the sample was tested using the elecsys hiv duo assay, and the result was 115 coi (reactive). Patient 3: the initial result was 49.15 coi (reactive). The repeated results were 52.08 coi and 57.09 coi (all reactive). The rapid test result was non-reactive. On (B)(6) 2025, the field service representative retested the sample, and the results were 105.3 coi and 105.1 coi (both reactive). On (B)(6) 2025, an aliquot of the sample was tested using the elecsys hiv duo assay, and the result was 52.2 coi (reactive). Patient 4: the initial result was 2.11 coi (reactive). The repeated results were 2.14 coi and 8.86 coi (all reactive). The rapid test result was non-reactive. On (B)(6) 2025, the field service representative retested the sample, and the results were 29.24 coi and 29.54 coi (both reactive). On (B)(6) 2025, an aliquot of the sample was tested using the elecsys hiv duo assay, and the result was 22 coi (reactive). Patient 5: the initial result was 15.32 coi (reactive). The repeated results were 15.83 coi and 81.28 coi (all reactive). The rapid test result was non-reactive. On (B)(6) 2025, the field service representative retested the sample, and the results were 99.40 coi and 97.64 coi (both reactive). On (B)(6) 2025, an aliquot of the sample was tested using the elecsys hiv duo assay, and the result was 61.5 coi (reactive). Patient 6: the initial result was 5.12 coi (reactive). The repeated results were 5.53 coi and 8.23 coi (all reactive). The rapid test result was non-reactive. On (B)(6) 2025, the field service representative retested the sample, and the results were 16.55 coi and 16.65 coi (both reactive). On (B)(6) 2025, an aliquot of the sample was tested using the elecsys hiv duo assay, and the result was 10 coi (reactive). Patient 7: the initial result was 1.45 coi (reactive). The repeated results were 1.5 coi and 4.49 coi (all reactive). The rapid test result was non-reactive. On (B)(6) 2025, the field service representative retested the sample, and the results were 6.1 coi and 6.04 coi (both reactive). On (B)(6) 2025, an aliquot of the sample was tested using the elecsys hiv duo assay, and the result was 4.46 coi (reactive). The investigation is ongoing.

Manufacturer narrative:
The calibration and qc were acceptable. The field service representative also performed a decontamination. All initially reactive or borderline samples should be redetermined in duplicate with the elecsys hiv combi pt assay. Repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. The investigation did not identify a specific cause of the event. The elecsys hiv combi pt assay performs within specification.